Event description:
A customer reported experiencing a high blood glucose level, with the display showing "high," but the specific value was unknown. Cause was not known. To address the high level, the customer administered a correction injection via multiple daily injections (mdi) and received guidance and instructions from technical support on inspecting various components of their insulin delivery system, including the infusion set and tubing. The customer confirmed there were no issues with the infusion set, tubing, or insulin storage, and further inspection steps were provided by technical support. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
A customer reported experiencing a high blood glucose level, with the display showing "high," but the specific value was unknown. Cause was not known. To address the high level, the customer administered a correction injection via multiple daily injections (mdi) and received guidance and instructions from technical support on inspecting various components of their insulin delivery system, including the infusion set and tubing. The customer confirmed there were no issues with the infusion set, tubing, or insulin storage, and further inspection steps were provided by technical support. The customer was advised to replace supplies and resume insulin. Further assistance was planned if necessary.